Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a scheduled revision procedure, the setscrew of the cardiac resynchronization therapy defibrillator (crt-d) was observed on the torque wrench after removal of the existing lead. After a new lead was implanted and after connection with the crt-d, high right ventricular (rv) lead and lv lead impedance values were observed. The connections were verified in all three ports and testing the leads via analyzer yielded normal impedance values. It was stated the setscrew on the device had "returned to leave" and the device removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.